Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics given intraperitoneally (dose and frequency not reported) for the event. On an unreported date in the same month as receipt of this report, the patient was discharged from the hospital. Treatment with antibiotic will continue intraperitoneally for an additional 2 weeks, and then the patient will switch to oral antibiotics ((dose, frequency and duration not specified). Dianeal therapy was ongoing. No additional information is available.